Event description:
A (B)(4) nurse developed an itchy rash on her hands/fingers with usage of the glove. She sought medical care, and used lidex cream. The rash is now gone.

Manufacturer narrative:
The sample and the lot number were not provided by the customer. Historical trending was done. The device history record was not reviewed due to the unavailability of the lot number. A small percentage of the population may experience allergic reaction to some of the anti-oxidants and accelerators, which may be added during the manufacturing process. Often, reactions may be caused by contact dermatitis and may not be allergic in nature at all. We will continue to monitor for trends.